Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8079066. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing; no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately without the ability to replicate the reported event, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's found that leakage at prn after completed penetration.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's found that leakage at prn after completed penetration.